Manufacturer narrative:
(B)(4) - analysis of the pump revealed battery resistance high; the battery resistance waveform test showed a high resistance of 1027 ohms.

Event description:
The return paperwork indicated that the pump was replaced prophylactically to avoid in-vivo battery depletion based on an eri (elective replacement indicator) of 3 months. There was reported to be no pt injury and the pt recovered without sequela. The pump was returned for disposal only. The device system was used to deliver morphine 15 mg/dl. The pump underwent routine analysis upon receipt.